Manufacturer narrative:
Specific catalog number is unknown however device was noted to be a cxi support catheter size 2.6 x18. Initial reporter occupation: occupation updated to physician. Date rec¿d by MFR: updated . PMA/510k: during the initial emdr submission PMA/510k date received by the manufacturer was inadvertently left blank and should have stated 27july 2018. Investigation/evaluation: a review of the complaint history, manufacture instructions, and quality control was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document review of quality controls revealed that suitable controls are in place. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, we are unable to determine a definitive root cause; however, we have come to the investigative conclusion that the failure can be traced to component failure. We will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, the cxi support catheter's hub separated during an endovascular intervention of the superficial femoral artery. During the procedure, another manufacture's device was placed through the cxi support catheter. When attempting to remove the cxi support catheter the hub detached. At this time, the entire cxi was removed, and a different catheter was used to successfully complete the procedure. Additional information regarding event details, patient anatomy and outcome has been requested, but is not available at this time. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.